Manufacturer narrative:
The manufacturer did not receive devices or x-rays for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported, that a ti scr cross-lk 2.3x14 mm han d-m/l was implanted on (B)(6) 2015. It was also reported: "the screw was slippage and fracture when performing the twist, (screw head was received but the body still remain in patient)". The surgery time was extended for 2 - 3 hours. No surgery for removal of the broken screw body remaining in patient performed.

Manufacturer narrative:
Investigation results were made available. Additional: if follow-up, what type? Correction: (device not implanted). Updates: describe event or problem, device available for evaluation?, date received by MFR, type of reports, if follow-up, what type?, device evaluated by MFR?, evaluation codes, additional MFR narrative. Device history records (DHR): the DHR check could not be performed as the lot number was not available. Trend analysis: no trend identified for reference number 523014009. Review of event description: it was reported that during surgery the screw slipped and fractured when performing the twist. According to the additional information received, there was a surgical delay of 2~3 hours due to the broken screw. Further additional information was received, explaining that the event "screw head broken when performing the twist" was a wrong information and that it was already covered in an existing complaint for another screw(note: this other screw is not distributed within the u.s., therefore no medwatch is referenced). Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents were received. Devices analysis: a total of 6 screws and a screw head were received together for 5 different complaint numbers. After clarification, the screw affected in this complaint was identified and inspected. The complained screw is yellow and 10 mm long, which is not matching with the given reference number: 523014009 (14 mm long). However, it was confirmed that this yellow screw is the one related to this complaint. The screw thread is intact, but the screwdriver drive on the screw head is heavily deformed. This is matching with the reported event slippage. The screwdriver mentioned in the complaint was not returned. Review of product documentation: no product documentation was reviewed for investigation root cause analysis using risk management worksheet: damage of implant / jammed implant (screws) due to wrong design of the various screws not possible -> a systematic issue with design and/or material properties would have been detected as part of a trend review defined in complaint registration systematic assessment defined in complaint investigation or in the current pms process. Deterioration in function due to wrong maintenance - possible, as it is unknown how the screw was used, cannot be excluded. Dysfunctionality / malfunction of defective devices and instruments due to mishandling of device by user - possible, as it is unknown how the screw was used, cannot be excluded. Screw hole deformation, no or insufficient application of locking screw due to bending of the plate(s) without bending-instruments & drill guides - possible, as it is unknown how the screw was used, cannot be excluded. Conclusion summary: the returned screw is intact and 10 mm long which is not matching with the reported ref number and the part of the event where it is stated that the screw broke. It is unknown how the screw was used, but the deformation observed on the screw head confirm the slippage of the screw during insertion. As the returned product, ref number and event are not matching, no exact root cause could be determined. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Event description:
It was reported that during surgery the screw slipped and fractured. A surgical delay of 2~3 hours was reported. It was further reported the part of the event "screw head broken when performing the twist" was a wrong information and that it was already covered in an existing complaint for another screw.